Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the cause of failure was unable to be determined. Therefore, the reported event of inaccurate blood glucose values could not be confirmed.